Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer on the auxiliary cabinet had two broken rails and a broken retractor band. The field service engineer replaced both rails and the retractor band and adjusted the guide rails to resolve the issue. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failed due to the bearings falling out of the rails. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.